Manufacturer narrative:
A duplicate report was submitted for this complaint event under mfg report number 3004608878-2020-00778. Consequently, no investigation results will be submitted for this event, as all information was previously submitted under mfg report number 3004608878-2020-00778.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This 1 of 2 reports which is linked to mfg report number 3004608878-2020-00772. A facility reported that the connecting bar between the two sides of the headrest of the mayfield swivel horseshoe headrest was not stable and it wiggles. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.